Manufacturer narrative:
A ge service representative performed an on site investigation. The 5vdc power supply connections were evaluated, cleaned and reseated. The poser supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up and required a reboot to regain fluoroscopic functionality. There is no report of a patient injury or death associated with this event.